Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set bent cannula on the first day of use (B)(6) 2026 and the site of insertion was abdomen and the patients was blood glucose level was high treated with insulin pen and the patient was on steroid medication.